Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that she is experiencing difficulty communicating with the ipg via both the programmer and the charging system. It is suspected that the ipg has flipped in the pocket. An x-ray will be taken to confirm the position of the pt's ipg. No further info is available.